Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, when the stent crossed the stricture in the porta hepatis, the stent could not be released and the wire could not be withdrawn. The physician removed the device and completed the procedure with another flexima¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the stent kinked and the guide catheter broke, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). Stent was loaded when received and suture was intact, holding the stent in place as intended. A visual evaluation found the stent and push catheter to be bent in several locations. The guide catheter was separated from the delivery system and was kinked, stretched, and broken. Proximal section of the broken guide catheter was missing. A functional evaluation was not performed due to the condition of the returned device. The evaluation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to kinks and bends in the device. Once the device is severely kinked/bent, the device would fail to deploy the stent. Efforts made to deploy the stent could cause stretching of guide catheter and eventually breaking it. Therefore the most probable root cause is ¿operational context.¿